Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-dec-2017 with the following findings: during testing, the battery compartment was observed to be cracked. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. This report is made based on results of investigation completed on 09-dec-2017.